Event description:
It was reported to vyaire medical that the ltv 1200 ventilator has transducer fault on start up and while on patient use. There was no patient harm reported from this event.

Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.